Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during sleeve gastrectomy procedure, the reload was loaded onto a manual stapling handle and pre-fired. Surgeon attempted use but not firing. The stapler was not able to fire. The surgeon was able to press the green button but could not squeeze the handle. Replacement opened and worked fine. Minimal impact to time of procedure. There was no patient adverse event reported. Patient is fine and recovering as expected.